Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic. It was noted the patient had developed pocket infection. The pacemaker and the leads were explanted and replaced on (B)(6) 2020. The patient was hospitalized and put on antibiotic treatment. The patient was in stable condition.